Manufacturer narrative:
Integra has completed their internal investigation on 09/21/2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: device passed incoming function test even direct after decontamination when the device has a temperature of 56°c the padgett works fine. Serial number: (B)(4). Device history record reviewed for (B)(4) manufactured on 10/21/2003 show no abnormalities related to reported incident found. This device passed all required inspection points with no associated mrr¿s, variances or rework. A two year lookback in trackwise for this reported failure and or related to "doesn't start¿ for this product ID shows that no additional complaints were received. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: when device has been received in service it works within specification. Root cause for the described malfunction could not been determined.

Event description:
It was reported the device does not start. It was reported the device was in contact with the patient; however, there was no patient injury.